Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his glucose sensor is giving inaccurate readings. He stated that he noticed the sensor glucose reading was falling and he turned it off and back on again. He reported that the glucose reading was rising after he turned it on. He also reported that the sensor glucose reading was 53 mg/dl when his blood glucose was 252 mg/dl. At the time of the call the sensor glucose graph was trending in the same direction as the blood glucose. At the time of the call the blood glucose reading was 282 mg/dl and the sensor's reading was 373 mg/dl. Nothing further was reported.